Manufacturer narrative:
The cause of the event is an allergic reaction to the product. The labeling of the product states "warning: contains subtilisins (proteolytic enzyme). Irritating to eyes and skin. Prolonged or frequently repeated contact to subtilisins may cause allergic reaction in some individuals." Employee health is changing the employee's work duties so that she is no longer in contact with the product.

Event description:
The user facility reported that an employee in the endoscope cleaning room experienced an allergic reaction after prolonged exposure to prolystica enzymatic presoak and cleaner. The reaction was redness, itchiness, a rash around her eyes, coughing, and wheezing. This reported event occurred after the employee worked a full day in contact with the product. Upon the first allergic reaction, the employee reported to employee health and a doctor prescribed eye drops and steroids. The employee continued to experience an allergic reaction and self medicated. The employee again sought medical treatment and was prescribed additional eye drops and steroids. The employee is reported to have other allergies including latex and food.